Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl and an insulin injections was administered to address the bg level. The contact thought the infusion set may be a cause of the high bg; however, no specific information was provided. Although multiple attempts were made to obtain more information, the contact did not reply.